Event description:
It was reported that the burr became stuck on the wire. A rotapro 1.50mm and rotawire were selected for use during an angioplasty procedure. During ablation of the very calcific lesion, the physician noted that they were not able to overcome the stenosis due to not being able to increase the burr rotations. The burr then became entrapped on the rotawire resulting in the system stalling. The procedure was completed using another of the same device, and no patient complications were reported due to this event.